Event description:
An infant had kendal argyle double lumen neonatal PICC line inserted in 2008. On six days later, PICC line noted to be infiltrated with development of pleural effusion. Thoracentesis done and ~22mls of hyperal and lipids removed. Cxr done prior to removal indicated line position appropriate and aspirate from both lumens yielded good blood return.